Event description:
Caller reported a malfunction on the pump, displaying malf 12, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.